Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left circumflex artery. A 20 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion but was the stent got dislodged. The dislodged stent was impacted in the left anterior descending artery using a 3.0/20 non bsc balloon catheter. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).